Event description:
Customer reported she received a no delivery alarm during bolus and then the display on the insulin pump went blank. No delivery alarm and failed battery test found in her alarm history. The no delivery alarm was resolved by a complete set change. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. Blood glucose value is 218 mg/dl; last value was 190 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.